Event description:
Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 524 mg/dl at 21:18 back to back with a result of 111 mg/dl at 21:23 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 276 mg/dl at 4:15 back to back with a result of 123 mg/dl at 4:21 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 437 mg/dl at 4:35 back to back with a result of 86 mg/dl at 4:37 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 33 mg/dl at 1:05 back to back with a result of 85 mg/dl at 1:07 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 51 mg/dl at 3:10 back to back with a result of 168 mg/dl at 3:13 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 86 mg/dl at 18:08 back to back with a result of 168 mg/dl at 18:10 on the inform system when testing was performed within 10 minutes. Reporter alleged that on (B)(6)2009, the patient received a discrepant blood glucose result of 15 mg/dl at 18:06 back to back with a result of 70 mg/dl at 18:07 on the inform system when testing was performed within 10 minutes. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.